Event description:
It was reported by a company representative that the unit would start and stop without control.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed. It was reported that a quantity of two units were implicated in the event. Please reference medwatch report number 2936485-2012-00031.